Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly.

Event description:
It was reported that one day post implant, sensing and capture thresholds deteriorated. X-ray images were inconclusive. The lead was explanted and replaced.